Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-aug-2025 the end-user reported that on (B)(6) 2025 the ilet stopped functioning after being taken into a swimming pool. The end-user subsequently developed hyperglycemia and diabetic ketoacidosis (dka), was transported by wheelchair to the ICU onboard a cruise ship and treated with an insulin drip. The end-user was discharged on (B)(6) 2025 with no reported long-term effects.